Event description:
Reportable based on analysis completed on 13nov2014. It was reported that crossing difficulties were encountered.  A 20 x 2.50 promus premier¿ stent delivery system was selected; however the device was not able to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the stent moved on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. A visual examination of the crimped stent found that the crimped stent had moved proximally on the balloon. The most proximal stent row was positioned over the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The hypotube was kinked and in addition, the outer was kinked just proximal to the bi-component bond for a distance of approximately 16 mm. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).